Event description:
A us distributor contacted zoll to report that a patient had pre-existing eczema and the lifevest exacerbated the condition. There was no alleged device malfunction contributing to the irritation. The patient¿s dermatologist prescribed clobetasol cream for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.